Manufacturer narrative:
Updated awareness date.

Manufacturer narrative:
(B)(4).

Event description:
The user is reporting that during a patient use event. The device delivered the first shock as expected but then displayed the "shock canceled" message for the subsequent shock. The patient did not survive.